Event description:
Customer reported set leaked at filter. Although multiple attempts were made to obtain further event and pt details, no info was available.

Manufacturer narrative:
MFR's report date: 05/13/2011. (B)(4). Although multiple attempts were made to obtain the set, it was not returned by the facility and therefore, no investigation could be performed. Root cause of the reported event is unk.